Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a left iliac artery stenosis with a gore® viabahn® vbx balloon expandable endoprosthesis. Access was obtained via the right side. The device was advanced over a .035" glidewire through a 7fr. X 45 cm terumo destination sheath. When the device was being advanced over the stenosis, the sheath slipped back and the device came off the delivery catheter. The delivery catheter was removed from the sheath. Wire access was preserved. It was decided another device could be advanced from the ipsilateral side. After obtaining access on the left side, a balloon was advanced and inflated in the device. Another gore® viabahn® vbx balloon expandable endoprosthesis was advanced from the left side and deployed in kissing technique to complete the treatment. The patient did well following the procedure.